Event description:
This senior medical affairs specialist reviewed the information the patient/layperson gave to a customer care advocate, cca, in 2009. Reportedly, the patient's onetouch ultra meter reverted to the set up mode at 10pm three days prior; the patient had not tested since that date. Although the patient had changed the battery a few months earlier and had used the meter successfully then, she denied removing the battery the same day. The cca resolved the issue by assisting the patient to reset the meter. The cca replaced the meter and the test strips since the patient was using strips that expired in 2007 and trained the patient. After the alleged issue began, the patient continued taking her daily 10 units lantus, 45 mg actose and 20 mg prandin. At 5:30 am on original date, the day of her call, the patient began trembling "in my legs and all over", a symptom that meets the criteria of serious injury. When the symptoms began, the patient drank orange juice and ate peppermint candy to relieve the issue, her usual self-treatment when blood glucose is low. Because the patient alleged that she was unable to test her blood glucose due to the reported issue and later developed low blood glucose, the complaint is reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.